Event description:
It was reported that the device battery was low when interrogated prior to implantation. The device was stored at room temperature for a few days before the physician decided not to use the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).